Event description:
The patient contacted animas on (B)(6) 2012 reporting that the insulin on board (iob) feature was set to 4 hours but the pump was indicating insulin remaining in the iob at 4 ½ hours. The patient reported that the pump seemed to delay the insulin being removed for about 15 to 30 minutes after the 4 hours mark. The patient reported that the pump did not always do that and stated that he did not feel comfortable following the pump recommendations. Customer support walked the patient through reviewing the pump settings and confirmed that the iob feature was turned on and was set to 4 hours. This report is made based on the allegation of an inaccurate iob calculation.

Manufacturer narrative:
Follow-up #1 date of submission 06/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump settings confirmed that the insulin on board (iob) duration was set to 4 hours. The bolus history confirmed that the boluses were executed within the set 4 hour iob duration. The pump was exercised with iob duration set to 4 hours. A 10 unit bolus was performed with 1 hour reminders and the pump appropriately emitted the vibration reminder and the 10 unit bolus was displayed on the iob screen. The reported iob issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.